Event description:
An eye care practitioner reported that a patient had been treated for suspected microbial keratitis in june 2002 at a local hospital. The patient presented with an ulcer in their left eye associated with focus n&d. A microbiological culture was not performed but the hospital diagnosed microbial keratitis based on clinical signs (e.g. Presence of central infiltrates). The hospital prescribed ciloxin, ultracortenal and cyclopentolate. The ulcer responded well to treatment and healed leaving a small round scar about 2mm from apex at 1-2 0'clock position. There was no loss of visual acuity.